Event description:
Pt admitted with congestive heart failure. Had aicd implanted in 1996. EKG showed wide complex tachycardia with rate of 139. Physician noted pt may be in ventricular tachycardia. Pt is up tolerating this without any overt difficulty but it could be responsible for either triggering by the heart failure or it could be triggered by the heart failure. Physician noted that aicd malfunctioned with evidence of high voltage coil fracture chest x-ray discloses fracture of coil secondary to crush from clavicle first rib. Pt was transferred to another hosp for ICD revision.